Manufacturer narrative:
A sample device was not received for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) was implanted by a different surgeon in 2016, he has observed glistenings in the lens. The patient is experiencing visual disturbances. Additional information was requested.